Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were out of insulin and did not receive notification or vibration. The customer's blood glucose level at the time of incident was unknown. The customer states they had high blood glucose in the 300mg/dl range. The customer treated with the pump. Troubleshoot was conducted and the device did not vibrate during vibrate test.

Manufacturer narrative:
The pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump failed the vibration test during the self test due to a broken red wire vibrator motor connector. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.